Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in refered to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the temperature was unstable during the ablation procedure and the activation stopped. The case was suspended without any patient harm. An additional procedure is planned for the future.